Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to infection. During the procedure, the incorrect sized liner was implanted. The liner was removed and a correct sized liner and modular head were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection, or allergic reaction.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03423 / 04023).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.